Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient was hospitalized for a non-cardiac issue, the patient had an arrhythmic ventricular episode. The episode was correctly recognized by the device and delivered shocks, but the shocks failed to convert the rhythm. Programming changes were made. The patients rhythm converted spontaneously. The patient condition was good following the event.